Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 500:320:844 was confirmed during product evaluation. This condition was caused by a damaged stop button channel b's pump head module (phm) keypad being damaged. Channel b's phm keyboard was replaced to correct the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A service history review revealed that this device was previously serviced for the reported condition; failure code 500:320:844 occurred upon power up and was found in the event history. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with 500:320:844 error code; this condition had the potential to interrupt delivery. This condition was found in the general patient ward upon power up. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.